Event description:
It was reported that during a procedure the housing broke and dropped from the saw. Another device was used to complete the procedure. There was no significant delay, no medical intervention and no adverse consequences reported. During in house inspection a loose o-ring was also observed.